Event description:
This device was explanted and replaced due to being unable to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the manufacturing process. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. Therefore the electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal short circuit was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery, that led to the clinical observation.